Event description:
Caller reported an error with the continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided information for a full pump reset and guided the caller through the process, resulting in a successful sensor session start without further error codes.